Event description:
A patient was undergoing dialysis. The venous needle slipped out of the access. The needle was attached by tape to the outside of the access. A piece of tape was occluding the needle; therefore the alarm did not go off. The patient was administered o2 and given 1500cc ns. Blood transferred was returned to the patient after treatment. The patient was sent via ambulance to a local hospital and admitted for a cardiac work up. The patient was alert, b/p stable, and responsive when transferred by ambulance to the hospital.